Event description:
In early 2009, the patient reported he has been experiencing elevated blood glucose readings for the past 2 weeks. His target range is 110-150 mg/dl. He stated his blood glucose upon rising this morning was 222 mg/dl, and his most recent reading was 303 mg/dl. He has no symptoms and he treated his readings by bolusing insulin through his infusion device. During troubleshooting, the patient stated he has received several occlusion messages over the past weeks but did not currently have an occlusion. The patient changes his infusion headset every 3-4 days and his tubing and cartridge every 5-6 days. He was advised the change his headset every 2-3 days. He stated he has used the same area on his abdomen for his site for 7 years. Site selection and management were discussed with the patient. A complimentary guide to infusion site management, an infusion set insertion device and a box of infusion sets were sent to the patient. On follow up with the patient four days later, he stated he is doing " much better". He tried placing his infusion headset in his left leg and his blood glucose readings have been near 120 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.